Event description:
During banding of esophageal varices, a cook 6 shooter saeed multi-band ligator was used. The device was put on the endoscope and advanced into position inside the esophagus. The bands would not deploy off [the ligator barrel]. A new one was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the catheter and handle were returned. Also, the barrel with four bands attached and trigger cord attached were returned. The first two bands (distal) had been deployed and were not included in the return. Our evaluation of the returned device was unable to confirm the report of the mbl bands not deploying effectively as the first two bands had been deployed and not returned. Therefore, a specific review of the barrel and trigger cord assembly for these two bands was unable to be conducted. We were able to continue the evaluation with the remainder of the returned product. During our laboratory analysis, the mbl device was attached through a duodenoscope that is placed in a simulated biliary position with vacuum attached. The duodenoscope has an accessory channel that is 2.8mm in diameter (model number olympus gf140). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was successfully fired. The bands deployed consecutively, constricted and were securely attached to the varices. The trigger string was then evaluated and it was concluded that the bead location and integrity met manufacturing standards. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advice the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the bands(s). Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.